Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime or compromised force sensor system alarm and excessive no delivery test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 418mg/dl which was treated with 5 units of insulin through a needle. Customer¿s current blood glucose was 463mg/dl. Customer had symptoms like feels weak and head hurt. Customer stated that drive support cap was normal but insulin did not exit at quick release. Customer performed high pressure test and passed. Customer stated that insulin pump was broken. Insulin pump will be return for analysis.